Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device vascular reload was snapped in, device handle was squeezed, and device cut a little bit (fired near omentum) but no stapling occurred. Then device reload fell out of device into patient. Device reload was retrieved, minimal bleeding was noted (customer could not quantify), and no blood products were given. A new vascular reload was loaded into same device and was fired near omentum (same location as prior firing of device). The device and new vascular reload worked as intended on this firing. The same device was reloaded with blue reload and fired at base of appendix. The device did not cut and staples were deployed in tissue at base of appendix but did not form properly (they did not "wrap around base of appendix"). Then the blue reload shot out of device. This reload was retrieved and the staples were also removed from tissue. The case was completed with a new device of same product code and new blue reload. There was no patient consequence.